Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient states she is having trouble. Patient states she had group b and it was working really good but quit working on group b so switched to a and now will not charge even after charging one day and the next day it is gone and not getting relief all the time. Patient service specialist tried to clarify what patient was referring to and patient states the controller is fine and the ins is not keeping a charge. Patient mentioned she has seen on facebook that they have been recalling them and if she can get the information she has to enter information on website, agent tried to clarify what recall pt was referring to and pt did not know. Patient did not know what kind of problems she has been having with this. Patient stated she has tried additional groups a and b and kept on b and that st opped stimulating her. Patient switched to group a and still not doing anything and not simulating her. Pt states she only has a and b. Patient mentioned she was seeing a manufacturing representative a while ago. . Patient also mentioned she had to charge every day and usually lasts 2-3 days. During call patient service specialist walked patient through removing the battery pack and plugging controller into the ac power cord; patient confirmed controller powers on. Patient inserted the battery and confirmed controller is 70% and implant is red. Patient then connected recharger and confirmed charging excellent. Patient will continue to charge and call back if needed. The patient was redirected to their healthcare provider to further address the issue. Agent had a hard time clarifying and following the issues patient had mentioned. Pt did state the ins is draining and she is constantly having to charge. Agent advised to make an appt with the hcp to check why the ins is draining so quickly. Patient will continue to charge and call back if needed. Additional information was received from the patient. They reported that their stimulator is not working and that they have been trying to get ahold of a rep or someone for 3 weeks. Patient stated that they have tried switching groups but both group a and b have quit on them; patient said that the implant charge only lasts a few hours now instead of 1-2 days. Patient noted that they have not been able to charge since saturday, but patient was charging on call. Patient mentioned that a rep had previously adjusted their stimulator and helped them make adjustments. Agent sent an email to the local mdt reps on behalf of the patient.